Manufacturer narrative:
In july 2017 orthofix (B)(4) acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix (B)(4) is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code ohp2080su lot b1070405 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of (B)(4) devices. All of them have already been released to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on 22nd november 2017 was examined by orthofix (B)(4) quality engineering department. The visual check evidenced that the single use 8mm piercer probe is broken at about 39 mm from thread bottom. No other visual anomalies were detected on the surface. The dimensional check did not evidence any anomalies. The analysis of the raw material confirmed that the item is in conformity with orthofix specifications. The fractographic clues indicate a unidirectional bending fatigue fracture, with origin in correspondence of laser marking. It is plausible that a crack due to the stresses acting on the probe (ultrasound or manual stresses) was propagated causing the breakage. We may suppose that there was a case-specific factor contributing to the breakage, such as the accidental contact with hard materials during clinical use. Medical evaluation the information made available on the case together with the results of the technical investigation was sent to our medical evaluator. Please find below an extract of the medical evaluation: 22 november 2017: in this case the oscar system was being used to remove bone cement during a cemented hip revision. This is the use for which the device has been developed. During use of a sterile single use piercer probe it was noted that the probe was cracked. It was removed and on further inspection and testing on the table it came apart. The operation continued to completion without interruption with another probe. So, the operation and the patient were not disturbed in any way. This probe was presumably taken from its original sterile packaging prior to use in this case, so we know that it cannot have been used before. I note the text in bold at the top of page 8 of the manual, about possible contact between a consumable probe and metal, resulting in damage to the probe. In this case the probe was being used and was seen to be cracked. It was removed completely and replaced by another. The cause of the cracking is not indicated by the account given: there may have been no discernible cause during the operation. It is likely that the probe came into contact with a metal component during use, quite possibly inadvertently and unnoticed (a retractor for example), and this might have been enough to cause a crack to develop. The first two sentences on the top of page 8 suggest that a surgeon must be aware of the possibility of damage occurring to a probe during use, and this becomes part of the operative technique. Essentially this is what happened here: "it (w)as noted that the probe shaft had cracked and on further inspection away from the patient it broke into 2 pieces". The 'further inspection' would have included firm handling to make sure whether the device was usable or not. The crack widened to a break and the device separated into two pieces. 28 december 2017 with the outcome of the technical analysis: this technical analysis concerns the breakage of a single use oscar probe during clinical use to remove bone cement form a femoral canal. The technical analysis makes it clear that the composition of the component is within specifications, and the quality control of the device was carried out fully during manufacture and final inspection, with satisfactory results. Metallurgical investigation has shown that the breakage was due to a fatigue failure resulting from a unidirectional bending load, and the crack originated in one of the standard laser markings. As the failure rate is so low, it is safe for the moment to assume that some unidentified local factor was the cause of this failure. Final comments: orthofix failure analysis can conclude that the damage occurred could be mainly attributable to stresses acting on the probe (ultrasound or manual stresses) that propagated causing the breakage. We may suppose that there was a case-specific factor contributing to the breakage, such as the accidental contact with hard materials during clinical use. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital - surgeon's name: mr. (B)(6) - date of initial surgery: (B)(6) 2017 - body part to which device was applied: femoral canal - surgery description: arthroplasty revision - patient information: (B)(6) year-old, female, weight (B)(6) kg. - problem observed during: clinical use on patient/intraoperative - type of problem: device functional problem - event description: "during a revision total hip replacement, at the stage of cement removal from the femoral canal. A single use 8mm pierced probe was in use with an oscar 2 unit when it as noted that the probe shaft had cracked and on further inspection away from the patient it broke into 2 pieces. The surgeon using the probe was not using excessive force and was under the supervision of the consultant who was scrubbed at the time of the incident". The complaint report form also indicates: - the device failure had no adverse effects on patient. - the initial surgery was not completed with the device. - a replacement device was immediately available to complete surgery. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative reports are not available. - copies of the x-ray images are not available. - patient current health condition: no deviation from planned care/treatment. (B)(4)

Manufacturer narrative:
In (B)(6) 2017 orthofix srl acquired from orthosonics ltd, the oscar system, for ultrasonic arthroplasty revision. Therefore, orthofix srl is now managing post-market surveillance for oscar devices, also for the ones manufactured and released to the market by orthosonics ltd. Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the device code ohp2080su lot b1070405 before the market release. No anomalies have been found. The original lot, manufactured in 2017, was comprised of 40 devices. All of them have already been released to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the device concerned was received by orthofix srl on (B)(6) 2017. The technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation and/or further information are available. As soon as further information on the case is available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital. - surgeon's name: mr. (B)(6). - date of initial surgery: (B)(6) 2017. - body part to which device was applied: femoral canal. - surgery description: arthroplasty revision. - patient information: (B)(6) . - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: "during a revision total hip replacement, at the stage of cement removal from the femoral canal. A single use 8mm pierced probe was in use with an oscar 2 unit when it as noted that the probe shaft had cracked and on further inspection away from the patient it broke into 2 pieces. The surgeon using the probe was not using excessive force and was under the supervision of the consultant who was scrubbed at the time of the incident". The complaint report form also indicates: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device - a replacement device was immediately available to complete surgery. - the event did not lead to a clinically relevant increase in the duration of the surgical procedure. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copies of the operative reports are not available. - copies of the x-ray images are not available . - patient current health condition: no deviation from planned care/treatment. Manufacturer reference number: (B)(4). Distributor reference (B)(4).